Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analyst noted that the helix could be fully extended and retracted.

Event description:
It was reported that prior to the procedure the lead was being tested and the helix of the lead would not deploy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.